Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose of 526 and over 500 mg/dl. Customer¿s current blood glucose is 309 mg/dl. The customer treated with the manual injections. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis. Infst mmt-399; frn 1.8ml mmt-326a.